Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had critical pump error. The blood glucose was 144 mg/dl at the time of the incident. Troubleshooting steps were guided for critical pump error. The insulin pump error was not displayed before the"critical pump error image was displayed on the screen. Customer advised to replace and discontinue use of the pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm. Insulin pump was received with critical pump error (open book image) alarm and pump error alarm is found in the formatted history file due to broken strain gauges on the force sensor. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.